Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead had placement difficulty, high thresholds, no capture, unstable thresholds, and high and undefined pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.